Event description:
It was reported that a patient underwent a sling procedure in 2006. The patient experienced discomfort during coitus for one year. On (B)(6) 2013, the patient was examined and an erosion at the mid urethra was identified. The patient underwent a partial excision of the mesh on (B)(6) 2013. The current condition of the patient is stable. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.